Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Upon visual inspection the device had moisture damage on the faulty force sensor. We were unable to perform self-test, error test, displacement test, rewind, operating currents, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool while still connected. Customer reported that as a result, display screen went blank immediately. Customer's blood glucose was 167 mg/dl. Customer was advised that insulin pump would need to be replaced.